Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff experienced a green tint on the left side image displayed in the surgeon console. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was associated with the vision cable. The vision cable connects the vision cart (vc) to the surgeon console (sc) and passes the video signals between the sc and vc. The system was repaired by replacing the affected vision cable. The vision cable was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported failure during evaluation and concluded that the image issue experienced by the customer may have been caused by the vision cable not being properly connected. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issue experienced by the customer was associated with the vision cable. The vision cable connects the vision cart (vc) to the surgeon console (sc) and passes the video signals between the sc and vc. The system was repaired by replacing the affected vision cable. The vision cable was returned to isi for failure analysis investigation. Engineering observed contamination on the cable, which likely caused the image issue experienced by the customer. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.